Manufacturer narrative:
The date received by manufacturer has been used for this field a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes the customer observed that these tubes have very little to no vacuum in them . This event occurred 1 time. The following information was provided by the initial reporter: " these tubes have very little to no vacuum in them."

Event description:
It was reported that while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes the customer observed that these tubes have very little to no vacuum in them . This event occurred 1 time the following information was provided by the initial reporter: "these tubes have very little to no vacuum in them".

Manufacturer narrative:
H6: investigation summary: mat: 367525. Lot: 2067675, bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm customers indicated failure mode based on the video provided, however results of retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.